Event description:
It was reported that the customer had high blood glucose levels of 550 mg/dl. The mother of the customer reported that the insulin pump would randomly reset and the customer would have to input the settings every time. The mother of the customer was unable to troubleshoot because the customer was still at school. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.